Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the deflectable videoscope experienced image noise. The issue occurred during reprocessing installation. There were no reports of patient involvement.